Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed an error icon. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed as "call tech support" error was displayed on the screen. The receiver data log could was downloaded. During log review firmware errors along with "screen error alarm" were observed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.